Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation. (B)(4).

Event description:
It was reported the patient had a modular redapt system. The patient developed a ¿huge pseudotumor¿ and had a cobalt level of 14 in late 2016. Ultimately he had a revision in (B)(6) 2017 that included amputation of his leg due to damage to the sciatic nerve and a ¿useless leg¿ resulting from corrosion from the device.